Event description:
A patient underwent a total hip arthroplasty procedure and the insorb 2030 skin stapler was used to close the skin incision. Three days post operatively, the patient developed a hematoma and the incision separated a few cm. The hematoma was treated and the incision re-closed with a metal skin stapler under general anesthesia in the operating room.

Manufacturer narrative:
Device not returned to manufacturer.